Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient had not been using the ins and failed to charge during that time. The ins was reset and it was reported the issue was resolved. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# :(B)(4), product type: recharger. Event date year valid (2019). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell due to icy steps and then they noticed that the ins wouldn't stay charged. They had to charge the ins twice a week and they were instructed to keep charging the ins. They wanted to meet with a manufacturer representative to do reprogramming. They further reported that the recharger wouldn't light up when they attempted to charge the ins and confirmed the desktop charge green light was on, but the connector pin was loose. They noticed the issue in (B)(6) 2019 and they had not charged since around that time. The patient was redirected to their healthcare provider to address a possible overdischarge. No symptoms were reported. No further complications were reported or anticipated.